Event description:
Event description guidant received information that the gas gauge on this implantable cardioverter defibrillator (ICD) was showing 3/4 full which contradicts with the monitoring voltage that was at beginning-of-life levels. This difference leads the physician to belive that the device may be depleting quicker than expected.